Event description:
It was reported by a customer in (B)(6) that, a (B)(6) old male patient on home care, during the change of the 4.0neo tracheostomy tube to the new 4.0nef tracheostomy tube (first time use) the patient became cyanotic after insertion of cannula. The new cannula was removed, and immediately exchanged with another 4.0neo tracheostomy tube, and the cyanosis condition disappeared. The reported device was tested and inspected prior to use. The product was not treated with disinfecting solution. The patient is currently doing well, and there was no reported patient harm after the replacement to the new cannula. Additional information received on (B)(6) 2014: after the device being testing by the physician, it was noted that, on the package there is printed "angle is 120 degrees". However, the 4.0nef product had a sharper angle.

Manufacturer narrative:
The device is expected to be returned for an evaluation. However, it has not been received. (B)(4).